Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a hypodermic needle. The customer reports that the needles are not staying on. One needle stayed in a patients arm when they went to pull needle out. This happened while administering the flu shot. The needle separated from the hub. The needle was removed. The syringe being used with the needle is tb hypodermic mckesson needles. There was no harm to the patient and no medical intervention required.